Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: only a portion of the pump black box data could be downloaded. A review of the available black box data revealed multiple cs 052 and cs 054 call service alarms. During a visual inspection of the pump, moisture was found behind the display lens. A leak test was performed and confirmed a display lens leak. The pump was powered on with audible tones and vibration; however, the display screen remained blank. It could not be confirmed if the alarms were duplicated due to the blank screen. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.